Event description:
During the atrial fibrillation ablation procedure, blood leakage was noted from the hemostasis valve. After the catheter was inserted into the sheath into the left atrium, blood leakage was noted from the hemostasis valve. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.